Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the reverse trigger of the small battery drive device was stuck in the ¿on¿ position. During in-house engineering evaluation it was determined that the device had a sticky trigger, fluid ingress, and corrosion/rusting/pitting. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had corrosion/rusting/pitting, fluid ingress, and a sticky trigger. It was further determined that the device failed pretest for check for sticky triggers, check forward and reverse functions, check the oscillation mode function, and check the switching function forward/reverse mode. Therefore, the reported condition that the reverse trigger was stuck in the ¿on¿ position was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.